Manufacturer narrative:
Other, other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during pre-testing the customer found two custom trach tubes (with the same lot number) that were outside the prescribed dimensions, making them unusable. The angle measured 8 degrees vs 12.5. Both sets would have caused harm to user but were caught before use. No adverse effects have been reported.

Manufacturer narrative:
Four unused devices were returned for investigation. Two devices measured 53 mm and two devices measured 54 mm. All four devices met the +/- 1 mm tolerance for custom devices. The manufacturing facility has attempted to meet the complainant's specifications by building a specific fixture for the end user. All four devices were placed on the fixture and were deemed to pass the angle requirement. The reported complaint is not confirmed. No corrective actions are planned at this time. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products.